Manufacturer narrative:
Reliability analysis inspected 3 opened/used reservoirs and performed pre-fill reservoir test. All 3 reservoirs passed per spec. No occluded anomalies were observed during analysis. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that she was unable to get any air to enter into the reservoir. There was a lot of resistance when the customer pulled the plunger back. Device alarmed multiple no delivery alarms. Customer's blood glucose was 547 mg/dl. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.